Manufacturer narrative:
Pump booted up properly once installing aa battery, no flashing medtronic logo was noted. The pump passed the active current test, and self test. The pump failed the sleep current test. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. Pump alarmed pump error 63 alarms on the event date of 26-may-2024 (variable #: 9) at 15:55:36.000 and 15:57:57.000 due to a possible hardware failure. Pump alarmed 2 pump error 3 alarms on the event date of 26-may-2024 at 15:57:57.000 and 15:58:09.000. Pump alarmed a pump error 19 alarm on the event date of 26-may-2024 at 15:55:16.000. Pump alarmed a pump error 28 alarm on the event date of 26-may-2024 at 15:54:23.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, label damage, and battery cap contact missing. Exposed to moisture was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Unexpected battery power loss and high sleep current measurement were confirmed during testing due to moisture damage on the electronic assembly. Flashing medtronic logo was not confirmed during testing. Pump error 63 was confirmed in the pump history files and traces due to moisture damage on the electronic assembly. Pump error 3, 19, and 28 were confirmed as consequences of pump error 63. Battery cap contact missing was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture, unexpected battery loss, flashing logo and pump not turning on. The customer reported no adverse event. The event involved product(s) mmt-1714k. Customer reported that pump was exposed to moisture but there is no visible fluid in pump. Pump did not pass self-test. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. No harm requiring medical intervention was reported. Mmt-1714k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.